Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette several pumps exhibited a , no disposable" alarms. No adverse patient effects were reported. Per reporter no additional information is available at this time.